Manufacturer narrative:
The field service engineer (fse) replaced tubing between lv 14 and lv15 to resolve the bath drain issues and associated leak. (B)(4).

Event description:
The customer reported that there was a fluid leak of a few milliliters from the rbc bath on the coulter act diff 12 analyzer. The leak was not contained within the instrument. There was no biohazard exposure to open wounds or mucous membranes. No erroneous results were associated with this event.